Event description:
Meter name: one touch profile. Strip name: one touch test strips. Meter code: 7. Strip code: 7. Strip storage: stored correctly. Symptoms: the patient reported being dizzy and weak. A patient reported trouble waking up and headaches so the pt ate something and called the pt's doctor. The pt's meter allegedly was inaccurately low. The result on the pt's meter was 40 mg/dl and 50 mg/dl. The result of the lab is unknown. The time difference between patient's meter and the lab is unknown. Treatment was unknown. Patient reported this incident the same day it occurred. It is assumed that the results were not yet back from the lab.